Manufacturer narrative:
Investigation: visual documentation was carried out with a keyence vhx-600 digital microscope. Hardness measurement was carried out with a wilson vh1150 hardness tester, serial no. (B)(4). Batch history review: the device history files have been checked and were found to be according to the specifications. No other incidents have been filed within the affected batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. The visual inspection of the fractured surface did not shows any hints of a manufacturing problem or signs of corrosion. Without further knowledge about the circumstances, we assume, that the instrument was broken by excessive force (bending forces in combination with torsion forces) during the procedure. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
(B)(4). The surgeon reported that while trying to reposition the screw with a screw removal instrument, the small threaded tip broke inside the screw head. The surgeon was unable to remove the screw, as the area inside the screw head was blocked. There was a 20-30 minute delay in surgery. There was a small piece of metal left inside the patient.